Event description:
Per importer's MDR: attorney states that while his client was using the cane, it allegedly broke apart, causing him to fall. This is a legal matter. Investigated exclusively by the legal department. The legal department will make updates in trackwise.